Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. System check could not be performed with tandem technical support as the customer removed the infusion set prior to the report.